Event description:
It was reported that the customer's cartridge would not fit onto the pump, preventing insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in inspecting and attempting to load cartridges onto the pump, but the problem persisted. Consequently, technical support decided to replace the pump. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.